Event description:
A customer contacted beckman coulter inc. (Bec) stating that the closed tube aliquotter (cta) waste container was overflowing in the unicel dxc 600i synchron access clinical system. The customer stated the waste material had spilled down the bottle onto the floor under the cta unit and on the floor over to the middle of the dxc unit; customer mopped up the waste and placed paper towels underneath the two units. Customer technical support (cts) advised the customer to press the stop key at the cta and remove/empty the waste collection bottle. No injury was reported.

Manufacturer narrative:
Service was not requested for this event as the issue was resolved by the customer. Bec identifier for this report is (B)(4).